Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer's blood glucose reading at the time of the incident ranged from 234 mg/dl to 306 mg/dl. Customer reported under delivery issues on the insulin pump. Troubleshooting was not completed at the time of the call. Therefore, the root cause of the issue could not be determined. Product is not expected to return.